Event description:
Internal stylus of single lumen groshong power PICC would not slide out of PICC after PICC was placed in pt. Pulling with some force only crinkled the actual PICC catheter. To avoid harm to pt, this PICC was d/c'd, and a new PICC was inserted. This product was saved with product (packaging for lot number, etc).